Manufacturer narrative:
Addition's h6.

Event description:
The following information was reported to gore through the pivotal study for the gore® tag® thoracic branch endoprosthesis (tbe device): on (B)(6) 2021, the patient underwent treatment of a thoracic aneurysm in zone 0 - proximal to the brachiocephalic trunk, distal to the sinotubular junction. Three gore® tag® conformable thoracic stent graft with active control system were implanted. It was reported that during the procedure the patient experienced a left hemispheric stroke. The event is ongoing. The patient tolerated the procedure.

Manufacturer narrative:
Additional devices implanted and/or related to this event: tgm454520/ 24107833 UDI (B)(4) and tgmr404010/ 23918136 UDI (B)(4). Patient medications: none. The gore® tag® conformable thoracic stent graft with active control system instructions for use state that potential device or procedure related adverse events include transient-ischemic attack.